Event description:
A report was received that the patient was having burning pain around the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Event date: (B)(6) 2014.